Event description:
It was reported that the patient presented in clinic with discomfort due to pocket muscle twitching. Upon interrogation, it was found that the atrial lead exhibited high capture threshold due to auto polarity switch which was caused by low pacing impedance. Noise was also noted on the atrial lead previously. Reprogramming was performed. Patient was discharged.